Event description:
It was reported that the markers on the electrograms were misaligned. This is likely due to a loss of telemetry. There is no impact on therapy. The device remains implanted. There were no adverse patient effects.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's misaligned markers were caused by a loss of telemetry.